Event description:
It was reported that the tip of the device sheared off during insertion and a piece hit the theatre nurse on the side of his head. The nurse is fine and no serious injury occurred. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the head was broken off. The microscopic view showed that the fracture face was homogenous, which indicates material conformity. Based on these findings, it was concluded that the cause of failure is not due to any manufacturing non-conformances. It is visible at the remaining part of the hexagon that the tip was twisted and slightly bent before it broke. This is an indication that a mechanical overload, in combination with lateral stress during tightening, caused this breakage. Wear and tear could also have played a certain role as this device was manufactured in the year 2005. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.